Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on buses. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer hardware had failed. The technical support specialist (tss) stopped data sync and maintenance services, backed up the station database to the d drive, and ran the unload script for drawers 3.1 and 3.2. Synced the station and confirmed with the customer that medications in drawer 3.2 were reloaded. The field service engineer stated that the pocket in drawer 3.1 was found broken and ejected, but the system showed it as failed and not on the bus. No keys or witnesses were available to assist with recovery. All medications were moved from the drawer, which was then deleted by customer support center. The customer subsequently reconfigured and reloaded the system. Customer verified that everything was functioning correctly. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on buses. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.